Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that, during preoperative testing, the unit alarmed for a system malfunction. The anesthesia technician cycled power but did not resolve the reported complaint. The unit was removed from service. There was no reported patient involvement.